Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: it was reported that on (B)(6), 2020, that patient underwent revision surgery due to infection and sepsis leading to cage becoming dislodged. Surgeon removed posterior instrumentation, inserted alif cages and put new metalwork in posteriorly in third stage operation. All screws were removed and biopsies taken of the pedicles. The expedium verse 6 x 50 screw remains implanted. This complaint involves unknown number of devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that patient underwent revision surgery due to infection and sepsis leading to cage becoming dislodged. Surgeon removed posterior instrumentation, inserted alif cages and put new metalwork in posteriorly in third stage operation. All screws were removed and biopsies taken of the pedicles. No further information provided. This report is for one (1) unknown cage/spacer. This is report 4 of 6 for (B)(4). This (B)(4) will capture the post-op event (revision was due previous infection and sepsis leading to cage becoming dislodged), while (B)(4) will capture the intra-op event (difficulty removing the s1 screw).